Event description:
It was reported that pump experienced repeated cartridge alarm 20 events, and caller noted that continuous glucose monitor readings were high during these occurrences. Customer addressed high readings by giving correction injections using multiple daily injections and continued to use current pump with mobile app support until replacement arrived, while technical support confirmed pump warranty status, arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement device.